Event description:
It was reported that a device check of the implantable pulse generator (ipg) indicated the expected longevity of the device was short at a minimum of 2.5 years and average of 3 years. The device was checked two days later and showed a minimum of 6 years of the device longevity could be expected in the previous settings. It was also noted that there was an increase in the ventricular lead threshold. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Ventricular capture management trends shows min threshold setting increased from 0.25 volts to 2.5 volts week of (B)(6) 2014 and remained increased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: a3dr01 ipg 2014-(B)(6). (B)(4).